Event description:
It was reported that a cartridge alarm occurred. Subsequently, the customer experienced a blood glucose level of 535 mg/dl, slurred speech, difficulty speaking, and ¿lack of responsiveness¿. Emergency services were called, and assisted the customer with testing bg level, changing the cartridge and infusion set site, and delivering a bolus via the pump. Multiple follow up attempts were made to obtain additional information, however, a response wasn¿t received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.